Event description:
During preventative maintenance of the device, the field svc rep reported that the occlusion knob cap had a cracked prong. The cap was replaced. Since the event occurred during preventative maintenance, there was no pt involvement during this event.